Event description:
It was reported by service report that the cot retaining post was loose and the cot would not lock into cot fastener properly. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.